Event description:
It was reported the device failed sense amp. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was broken. The main pcb was further analyzed. The measured values of the sensing amplitude test were low across the range. After the subassembly was recalibrated, this brought the range within specifications.